Manufacturer narrative:
A2: (B)(6) 1967. B4: 14-may-2021 . D8: no. G1: mr. (B)(4). G3: 14-may-2021. G6: follow-up # 2. H2: additional information, device evaluation. H3: yes. H6: health effect - clinical: 1924; health effect - impact: 4627; medical device problem code: 2682; type of investigation: 10, 3331; investigation findings: 3252; investigation conclusions: 4315; h10: it was reported that a two-level patient complained of grinding noise. The radiographic images were reviewed and the disc replacement at c5/c6 level appeared to have collapsed and was surrounded by osteolytic lesions while the c6/c7 level had osteolytic lesions with evidence of heterotopic bone formation. However, due to the quality and limited information provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs, it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The implant was not intact as-received. It was noted that tissue samples were taken for microbiological culture; however, no results were provided. The device showed evidence of mechanical failure. There was evidence of extensive abrasive contact between the endplates and discolored soft tissue and bone were observed on the endplates where polymeric and metallic debris could have led to debris-induced osteolysis noted by the surgeon and in the provided radiographs. However, it was not possible to determine the sequelae of events.

Manufacturer narrative:
Additional information: a review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Corrected fields: d4 model #, catalog #, serial #, lot #, expiration date; h6 method and results; and h4 device manufacture date.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. The other device remains implanted. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a two-level patient was revised. One device was explanted.